Event description:
The medical surveillance specialist (mss) classified this complaint based on customer service rep (csr) documentation. The reporter contacted lifescan (lfs) customer service in 2009, alleging that the pt became shaky after the pt attempted to test in the memory mode of her onetouch ultramini meter. The reported issue occurred at 4pm the day before. The following morning at 9:30am, the pt reportedly became shaky; however, the reporter denied that the pt received any form of treatment. According to the troubleshooting performed by customer service, the reported issue was resolved. There is no evidence that the product malfunctioned since the reported issue was resolved with training. However, this complaint is being reported because, the pt reportedly developed symptoms suggestive of a serious injury after the reported issue occurred. Replacement products were still sent to the pt.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.